Manufacturer narrative:
Product lot# : is either 14381853 - expiration date: 30-nov-2024, UDI: (B)(4) expiration date: 14-jun-2025, UDI: (B)(4). Device manufacture date: lot: 14381853 - 30-nov-2021, lot: 14793238 - 14-jun-2022. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a cystolithopaxy, a cook® single-use holmium laser fiber was connected to a cook medical rhapsody h-30 holmium laser system and was functioning normally. The laser fiber was then observed to have detached from the fiber plug, and smoke was emitting from the laser unit. The device was subsequently replaced with four cook® single-use holmium laser fibers which each functioned normally for approximately 10 minutes before ceasing to emit laser power. The case was then abandoned and will be rescheduled. The laser system was inspected for error messages with no error messages reported. No unintended part of the device remained inside the patient's body. No additional patient consequences were reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during a cystolithopaxy, a cook® single-use holmium laser fiber was connected to a cook medical rhapsody h-30 holmium laser system and was functioning normally. The laser fiber was then observed to have detached from the fiber plug, and smoke was emitting from the laser unit. The device was subsequently replaced with four cook® single-use holmium laser fibers which each functioned normally for approximately 10 minutes before ceasing to emit laser power. The case was then abandoned and will be rescheduled. The laser system was inspected for error messages with no error messages reported. No unintended part of the device remained inside the patient's body. No additional patient consequences were reported. Investigation evaluation: reviews of quality control procedures, instructions for use (IFU), and a visual inspection were conducted during the investigation. 5 devices were returned to cook for investigation. The devices were returned in customer ziploc bags. No original packaging was returned. Laser fibers were not separated into specific complaints or marked with lot numbers. Cook was unable to determine which lot # went with each laser fiber. Device 1 - end of clear tip has chipped, charred appearance device 2 - metal tip of plug has discolored appearance device 3 - fiber body has separated from red plug. The point of separation has charred appearance. The clear tip is blackened and chipped, with blue cover blackened and melted. Device 4 - end of clear tip has charred appearance device 5 - fiber body has separated from red plug. The point of separation has jagged appearance. The clear tip is blackened and chipped, with blue cover blackened and melted. For fibers labeled 1, 2, and 4, the fiber body is still connected to the silicone hub and the metal ferrule is secure. For fibers 3 and 5, the fiber shaft is separated from the silicone hub where the laser shaft protrudes from the distal end of the hub. The metal ferrule is secured to the silicone hub. Cook could not complete a review of the device history record or complaint history due to a lack of lot information from the customer. A review of relevant manufacturing documents was conducted. Cook laser fibers are 100% inspected for no breaks are present along the fiber length and green output from end of fiber creates a well-defined circle and are placed into a protective coil during shipment. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook has concluded that there is evidence that the product was built to specification. The product IFU provides the following warnings related to the customer's issue, "do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection." For 2 of the 5 devices returned and examined, the fiber shaft is separated from the silicone hub where the laser shaft protrudes from the distal end of the hub. Per customer report, the fiber breakage was not noted until the fiber was used. Based on the available information and results of the investigation, cook has concluded that a definitive cause of the fiber breakage could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.